Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient was able to recharge their ins during the call with 8 coupling boxes and the ins battery at 1/3 full. The caller stated there was difficulty charging after they went out of town without taking the equipment and stimulation was lost due to low ins battery. The caller described charging for 3.5 hours and the patient was not able to get stimulation to turn on until they had charged longer. It was reported that the first 2-3 weeks after the implant there were not issues with charging, but after programming, they suddenly had to charge more often. They also reported after programming the patient had a hard time connecting and getting good coupling. The caller also mentioned the recharging belt rolled over, so they propped the patient in pillows to get a good connection. When charging in pillows the caller had seen a thermometer screen several times. It was reviewed that number of charging bars would affect recharge time and it was also recommended to circulate air around equipment during recharging. No further complications were reported or anticipated.